Manufacturer narrative:
Implanted in (B)(6) 2014.

Event description:
It was reported by the patient that he had a spectra penile prosthesis implanted in (B)(6) 2014. He also reported that he now has "some suspicion that there is some spring issue in one or both of the rods now". No complications were reported in relation to this event.